Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient got an oor (out of range) message this morning. It was reported the patient felt a surge of energy on their left side and when the patient got their patient programmer it showed oor. The patient was feeling better this afternoon. The caller went on to provide parameters 4v +- and 4.5v--+ 220 rate and 150 pw. No group imp was available at this time. There were minor elevated impedances of 4200 but the caller didn't increase to 3v to get rid of them. Estimate showed 11.5 months for eos. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they will be seeing the patient today and was to get impedances in different positions and ¿a group¿. It was mentioned the patient experienced ¿intermittent sensation similar to impedance testing¿. The ins was at 2.74 and showing an eri message. It was noted that the patient was to have a revision to replace the ins to a rechargeable model on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that it was suggested to them the cause of the oor could have ¿been the lower battery voltage (2.83 volts)¿, but that was not certain. Also, the elevated impedances was taken at 0.7 volts and may have been within normal range had the impedance test been taken at 3.9 volts. It was noted that the oor had not been resolved but the patient was monitoring to pick up the elective replacement indicator (eri) warning message when it is activated. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.